Event description:
Boston scientific received information that the transvenous right ventricular lead in association with this implantable cardioverter defibrillator (ICD) did exhibit multiple rises in shock impedance greater than 125 ohms. These medical device has been implanted for nearly a year, prior to this issue. There were no reported adverse patient effects at the time of this report.

Event description:
--

Manufacturer narrative:
Surgical intervention was performed, at which time all device to lead connections were checked thoroughly. After tugging vigourously on each of the terminal lead ends, it was noted that none moved. The physician then loosened the set screws and noted resistance to loosen the screws. The physician then dissected tissue away from the associated rv lead and found nothing wrong with the lead in visual observance. The physician determined to hook the rv lead to an acute non-bsc ICD which resulted in good impedances. The physician ultimately removed this boston scientific ICD from service and left the associated rv lead in service with the acture ICD. The local area sales represetative did confirm he could see indentation on the hv terminal pins that would indicate there had been contact. This boston scientific ICD was to be returned for analysis purposes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--